Event description:
It was reported that the customer's insulin infusion set had occlusions in the form of air bubbles and a bent cannula. The customer's blood glucose level was 371 mg/dl. Standard troubleshooting was performed. It was discovered that the customer's infusion set had occlusions and that the cannula was bent. The customer was advised to change her infusion set, insulin, and reservoir. The customer also had incorrect insulin pump settings, which were corrected. The customer also mentioned low blood glucose levels. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.